Manufacturer narrative:
(B)(4). The customer reported that the defib system hangs; the keypad is not working. The unit was evaluated by a philips field service engineer. Replacing the bezel assembly resolved the issue.

Event description:
The customer reported that the defib system hangs; the keypad is not working.